Event description:
Received the following info from abbott int'l which states, "pt was hospitalized in the ICU and needed to have a thermodilution catheter inserted. After 24 hours, the device had to be removed because it would not passively deflate. Another thermodilution catheter had to be reinserted to continue the care. The procedure was very unpleasant for the pt according to the reporter. No medication was running through the catheter. IV access to insert the catheter was done through a large bore introducer catheter. No blood loss or air entry was reported." Add'l info has been requested, but has not become available.